Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and the device evaluation. Updated fields: the device was returned to olympus for inspection and the reported failure was confirmed. It was found that system automatically restarted with error-e090. Based on the results of the investigation, the reported issue was caused by a component failure of the generator board. The generator board failure is electrical/electronic component problem, but the cause of the reported failure and root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the generator displayed error code e090. The malfunction occurred during set up. There were no reports of patient involvement.